Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that there was no audio coming from the philips information center ix (pic ix). The device was in use on a patient. There was no report of patient or user harm.